Event description:
It was reported that the patient presented in clinic for an open sore observed in the pocket area. The system was explanted due to infection. The patient was stable and asymptomatic post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.